Event description:
It was reported that during an implant procedure, the device header would not accept a competitor lead. Both the device and lead were standard quadripolar products, however the physician made multiple attempts screwing and unscrewing the set screw, re-seating the lead, and taking impedance measurements in various pacing configurations. The device was not used and a competitor device was implanted, which received the competitor lead and all impedance measurements were within range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).